Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The returned handle has slight discoloration and a slight bend is present at the distal end of the shrink tube. Solder is present on the distal end of the cable. The length of the returned handle and cable is 184.6 cm. The detached metal tip was not returned with the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. A corrective action has been initiated concerning device failure due to metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. A corrective action has been initiated concerning device failure due to metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stent removal procedure, the physician used a cook soehendra stent retriever. The stent retriever was used to remove a plastic stent that had already been implanted. Because of the residual food and poor field vision, it was difficult to align the reported device with the axis of the plastic stent. As a result, the stent was placed deeper than the stricture, and the reported device tip was broken, so it became difficult to retrieve the stent. Therefore, as an additional treatment, a new stent was placed beside the plastic stent to keep drainage. Currently, the plastic stent to be retrieved and the reported device tip are left in the body. The future treatment is still undecided, but the physician is considering placing a metallic stent in the stenotic area to expand the stenosis and then remove the migrated plastic stent. The tip of the stent retriever remained inside the patient¿s body. The patient required an additional stent placement, to keep drainage, due to this occurrence. The future treatment is still undecided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.